Manufacturer narrative:
Other applicable components are: product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Information received from the healthcare professional via the manufacturer's representative reported that leads of the implantable neurostimulator (ins) system had migrated and were not working. Reprogramming was attempted but was not successful. The leads were to be replaced on (B)(6) 2016. It was noted that both the doctor and patient agreed to replace the ins as the patient requested a new one. The ins to be replaced was working as expected with no defects. The indications for use for the implanted device were noted as chronic low back pain and spinal pain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.